Manufacturer narrative:
Exemption number: e2015015.

Event description:
Os (B)(4) - the dentist reported that 4 years after the dental implant was installed it was verified its nonosseointegration. Fifty ncm of primary stability was achieved and immediate load was performed.